Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that while extracting the trial insert, the articulating surface broke into 2 pieces. No harm to the patient. All pieces were retrieved. No further information is available.